Event description:
The customer reported to philips that a patient had an adverse reaction after a tee procedure involving an x7-2t compact transducer. A camera was used to investigate the issue and the clinicians found some damage to the patient's esophagus. Surgical intervention was not required and the patient was discharged from the hospital three days later.

Manufacturer narrative:
(B)(4). A philips field service engineer and the customer's biomedical technician independently examined the tee transducer and found the device was operating per specifications. The customer's internal investigation concluded the esophagus damage was a result of the patient's condition rather than a complication of the tee procedure.